Event description:
It was reported to philips that at the end of a procedure the patient fell off the table. The report indicated that the patient fractured their right radius. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the reported fall occurred at the end of a diagnostic computed tomography angiography (cta) procedure, prior to the patient being transferred from the table, due to the patient moving independently. No binding straps were used. The patient sustained the right radius fracture and subsequently underwent rehabilitation. Philips undertook a good faith effort to obtain further details about the incident. However, the customer has declined to provide the requested information. Based on the information, philips considers the investigation closed. If additional information is received leading to a need to re-open the investigation, the investigation will be re-opened. The codes were updated based on the investigation outcome.